Event description:
It has been reported that there is a peg inside etco2 connector that has broken away. The etco2 leak now present and the device can't perform etco2 measurements. Patient outcome is unknown.